Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to open. A field service engineer (fse) tested the rails of 1e main drawer 4 and no problem was found. The fse observed that the drawer had failed to close, removed the drawer and inspected. Upon this inspection, open/close sensor was loose connection with mount, then it was repaired and replaced the inseparable. The field service engineer performs hardware test application and customer tested. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.